Event description:
The olympus service technician was informed that an asset visera 4k ultra high-definition camera control unit was returned for service there was no reported allegation of a malfunction associated with the device. However, upon inspection and testing, a reportable e117 error displayed due to a defective graphics processing unit. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Upon inspection of the device, the following additional defects were found: unit has damage on chassis in the rear part around a screw in the bottom; spacer is broken inside the unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty graphics processing unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿9.2 troubleshooting guide ·code:e117. Error message:otv error. Possible cause:camera control unit malfunctions.·solution immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.¿ olympus will continue to monitor field performance for this device.